Manufacturer narrative:
B10999-d retainer ring installed upside down so that it would not form a seal around the b10750 check valve flapper, thus allowing some air to escape in the wrong direction through the check valve. All employees responsible for assembling parts with flappers will be re-trained to ensure the parts are assembled correctly. A test method was developed to allow 100% testing of the flapper valve for leaks.

Event description:
(Customer complaint # 0798) issues with a cone on patient, experiencing loss of set tidal volumes. Respiratory therapist had to exchange cone out times 3. Respiratory therapist kept one. Did not see any visible cracks. Per giles no harm to the patient incurred. Events are as follows: respiratory therapist using ipv in line, wye was replaced with the cone, respiratory therapist observed loosing 250 ml per breath, when the regular wye was reinstalled the volume came back. Respiratory therapist determined cause to be a leak in the cone.